Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right atrial (ra) lead was explanted due to the lead fracture, noise, high impedance, high capture thresholds, and loss of capture. The lead was replaced. No additional adverse patient effects were reported. This device is expected to return for analysis.